Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (150 mg/ml at 77 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that actual reservoir volume (arv) was 36 ml and the expected reservoir volume (erv) was 2 ml. The caller stated that the hcp was planning on doing a roller and dye study tomorrow. No symptoms were reported. No further complications have been reported as a result of this event.